Manufacturer narrative:
As reported, the connector of the 5x12 palmaz blue and aviator plus ruptured and could not connect to the pressure pump for balloon inflation. The hub was cracked. The crack was noticed after the device had been inserted and the balloon inflated in preparation to deploy the stent. The procedure was completed by repeatedly applying negative pressure to the balloon and retracting the device. Another new palmaz blue stent was used to complete the procedure. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU), with no difficulty removing it from the hoop or the stylet and other sterile packaging components, though some difficulty was encountered removing the protective balloon cover. No kinks or damages were noted prior to insertion, and the device prepped normally, maintaining negative pressure. The procedure was intended for vertebral artery stenting. The lesion presented 70% stenosis, with unknown calcification and no vessel tortuosity. The device was not used for a chronic total occlusion (cto). A 50/50 contrast-to-saline ratio was used. A non-cordis indeflator was used without resistance and had been used successfully with other devices. No resistance or friction was noted during insertion through the rotating hemostatic valve or guide catheter, nor while advancing through the vessel or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. The device was returned for evaluation. A non-sterile unit of catheter blue/aviatorplus 5x12/142p pkg was received coiled inside of a clear plastic bag. The device was unpacked and evaluated. Visual inspection of the returned components revealed no damage or anomalies to the unaided eye. In response to the reported event, magnified imaging of the hub was conducted. A crack was identified on the hub of the unit. Subsequent analysis of the cracked region revealed features consistent with fatigue striations, which are commonly associated with tensile overload conditions. Based on these findings, it is concluded that the plastic material was subjected to tensile forces exceeding the yield strength of the hub component prior to the observed damage. The reported ¿luer hub cracked¿ condition was observed during magnification with a vision system. However, the exact cause of the reported event cannot be conclusively determined. Microscopic analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. Handling of the product and procedural factors likely contributed to the event reported as overtightening has been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the connector of the 5x12 palmaz blue and aviator plus ruptured and could not connect to the pressure pump for balloon inflation. The hub was cracked. The crack was noticed after the device had been inserted and the balloon inflated in preparation to deploy the stent. The procedure was completed by repeatedly applying negative pressure to the balloon and retracting the device. Another new palmaz blue stent was used to complete the procedure. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU), with no difficulty removing it from the hoop or the stylet and other sterile packaging components, though some difficulty was encountered removing the protective balloon cover. No kinks or damages were noted prior to insertion, and the device prepped normally, maintaining negative pressure. The procedure was intended for vertebral artery stenting. The lesion presented 70% stenosis, with unknown calcification and no vessel tortuosity. The device was not used for a chronic total occlusion (cto). A 50/50 contrast-to-saline ratio was used. A non-cordis indeflator was used without resistance and had been used successfully with other devices. No resistance or friction was noted during insertion through the rotating hemostatic valve or guide catheter, nor while advancing through the vessel or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the connector of the 5x12 palmaz blue and aviator plus ruptured and could not connect to the pressure pump for balloon inflation. The hub was cracked. The crack was noticed after the device had been inserted and the balloon inflated in preparation to deploy the stent. The procedure was completed by repeatedly applying negative pressure to the balloon and retracting the device. Another new palmaz blue stent was used to complete the procedure. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU), with no difficulty removing it from the hoop or the stylet and other sterile packaging components, though some difficulty was encountered removing the protective balloon cover. No kinks or damages were noted prior to insertion, and the device prepped normally, maintaining negative pressure. The procedure was intended for vertebral artery stenting. The lesion presented 70% stenosis, with unknown calcification and no vessel tortuosity. The device was not used for a chronic total occlusion (cto). A 50/50 contrast-to-saline ratio was used. A non-cordis indeflator was used without resistance and had been used successfully with other devices. No resistance or friction was noted during insertion through the rotating hemostatic valve or guide catheter, nor while advancing through the vessel or crossing the lesion. The catheter was not placed in an acute bend and did not kink during use. The device will be returned for evaluation.